Event description:
It was reported that the patient¿s ipg has migrated and is moving in the ipg pocket following a fall. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
Additional information received indicates that the ipg does not communicate with external device.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 07mar2023 wherein the reported ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post op.